Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(4) is for inform system 1, medwatch with identifier (B)(4) is for inform system 2. Strips not available for return

Event description:
Caller reported blood glucose results of 131 mg/dl on inform system 1 and hi, which on the system indicates a result in excess of 600 mg/dl, on inform system 2 within 10 minutes. Reported no adverse event relative. Strips not available for return, replacement sent.